Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 112 mg/dl. The customer stated that there is crack in screen and near reservoir window. The customer is unsure how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.